Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported no communication. The cause of the communication loss was found to be due to low battery voltage. Review of stored data showed the battery had depleted prematurely. The device was tested on the bench and found to be normal. The battery was sent to the manufacturer for additional analysis and no anomalies were found. The cause of the low battery voltage is undetermined.

Event description:
It was reported that patient received a hv shock and device could not be interrogated. Lead failure suspected.